Event description:
Pump was reported to have declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The patient successfully resumed insulin delivery on their own, and the pump is being replaced.